Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine within the timeline: again 6 months later, 4 months later, 7 months later, 5 months later, 6 months later. 5 months after the last injection of juvéderm® volbella¿ with lidocaine, patient was injected with juvéderm® volite injections and again 6 months later into the upper lip and chin area for perioral wrinkles. Four months later, patient presented with two firm "infra-centimetric subcutaneous nodules" on the left chin. A month later, the nodule increase in size of the 2 nodules and appearance of a millimetric nodule (3) under the lower left lip, superficial. Patient was treated with solupred 40 mg for 4 days then 20 mg for 2 days with new small nodule (4) under the right commissure. A month later, patient was treated with tetralysal 300 mg/day and prednisolone 60 mg/day for 5 days. Currently, ¿the nodules are more flexible, infra-centimeter, non-inflammatory except for the nodule (1) which is very slightly pink. Few discomfort. Most injection sites, especially fine lines on the upper lip, are normal." Symptom is ongoing. This record relates to the sixth juvéderm® volbella¿ with lidocaine injection.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.